Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had their hip replaced on (B)(6) 2020 by dr. (B)(6). The patient was discharged days later and had a dislocation while at home. The patient was admitted to (B)(6) where dr. (B)(6) felt that the acetabular component was to anteverted and decided to revise her hip ad correct the version on the cup implant. Dr. (B)(6) explanted the 32mm + 5 hip ball,50mm gription sector cup, 32x50mm neutral liner, and a 6.5mm x 30mm bone screw. A new 52mm acetabular gription multihole cup was implanted with and new liner and screws. Dr. G was satisfied with cup position and stability of the new cup. Doi: (B)(6) 2020, dor: (B)(6) 2020, left hip.